Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had major surgery for the right ankle replacement. Patient stated during surgery, she had a catheter and when they tried to remove it after a couple of days, her bladder could not wake up and now they put in another catheter and they would try and remove it today. Patient was wondering if there was any kind of relationship with this to her interstim and what happened with her bladder. Patient reported she had interstim for overactive bladder. Patient stated she had not turned stim off prior to the ankle surgery but she made them aware she had the interstim. On the same day, the patient¿s family reported that patient was not feeling very well. The caller clarified that patient had catheter in for surgery and that was taken out and patient was able to urinate a little bit but there was still a lot in the bladder so they tried an ¿ in and out¿ several times (3x¿s) to see if they could get the bladder going and about 4 days ago ( caller thought since thursday) ,they put a permanent catheter in and they were going to take that catheter out today. Patient was now in a skilled nursing facility for rehab and they were wondering if there was something that they can do to the device to see if that could help patient with bladder symptoms that patient had going on ( bladder retaining urine). The caller stated the device had been working well, they had never made an adjustment before. It was reviewed that since this urine retention was a new symptom that device was not put in to help with an adjustment (increase) may or may not help. The caller was going to call the healthcare provider (hcp) for direction to get a new patient programmer (pp) to turn pp on and then call back. There were no further complications that have been reported as a result of this event.